Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2024 regarding an implanted infusion pump for non-malignant pain. It was reported that for the past two months, it was "taking forever" to get connected to the pump to get a bolus. The patient stated that it used to connect "really quick" but it took anywhere "between 3-4 minutes" to get the bolus. The patient mentioned that they were getting 6 boluses per day, but it was down to 5. The agent reviewed with the patient telemetry issues at 90 percent. The issue was not resolved through troubleshooting. The patient was able to connect while on call. Additional information was received from the patient on (B)(6) 2024 reporting that the patient's software version was 2.0.1700. The cause of the taking forever to connect was determined as, "they were working on it. At the beginning they had to hold the onto tummy for 3 minutes, but they said I could be putting it to the side and it had been working fine since". The patient stated, "they would let them know when they work out the kinks". Additional information received from the patient on (B)(6) 2025 indicated that the patient went to get their pump filled on (B)(6) 2025 at 11:30am and when they went home, they could not get the controller to connect to the pump. The patient's screen was "just circling" and would not connect. Patient services assisted the patient in clearing the data in the myptm application. Troubleshooting steps taken on the call to patient services resolved the issue. The patient also mentioned that, ever since they got the controller about 6 months after implant, it had been taking a long time to get a bolus. The pump was used to deliver unknown morphine.